Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, she has been experiencing an elevated blood glucose level. Pt stated her blood glucose was reached 600 mg/dl lately. Pt's normal blood glucose value is around 150 mg/dl. Pt reported, the infusion device does not deliver insulin properly. Pt stated, she does see the insulin coming out of the infusion set needle. Pt reported to lower her blood glucose value she used injection therapy and then switched to the backup infusion device. Pt stated, her blood glucose values have returned to normal while on the backup infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.